Event description:
The suspect device result was hi. The user dosed insulin. They retest two hours later and the result was still hi. They dosed more insulin. They became lethargic and went to the ER. Their glucose was 50 mg/dl. They were treated to raise their glucose. Controls were not used. The device was replaced and requested to be returned for evaluation.